Event description:
Independent repair center customer alleged alarming and/or red light, and the key failure is the poppet scratches. Associated malfunctions for this device: nylon ties were loose and the filter was dirty.